Event description:
Sterile integrity compromised due to separation of outer packaging. Product was not used; no delay in surgery

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.